Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was 260-290 mg/dl. Additionally, customer received a minimum fill notification after the user filled the cartridge with 120 units of insulin, during the load sequence. A cartridge change was performed resolving the issue.